Event description:
It was reported that this right ventricular (rv) lead exhibited high, out-of-range shock impedances measuring greater than 125 ohms. Technical services discussed performing a commanded 41j shock and to consider replacing the lead as shock lead impedances will not likely get lower. Subsequently, the whole system was extracted and re-implanted. The lead was surgically abandoned and therefore, will not be returned. No additional adverse patient effects were reported.